Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. .it was reported that patient faced infusion set tubing detachment event on (B)(6) 2024. The site of detachment was infusion site. The insertion site was lower back. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.